Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous glucose results generated by the unicel dxc 800 pro synchron clinical systems. The instrument activated a critical rerun of the samples. The customer also ran the samples on another instrument. The erroneous results were not reported outside of the lab. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) replaced multiple hardware components. A clear root cause for this event has not been determined to date.